Event description:
Shiny metal particles are on the vial septum underneath the blue flip-off plastic cap. The vitals were discarded to prevent the introduction of the particles into the interior of the vial and, subsequently, suspended in sterile pharmaceuticals.